Manufacturer narrative:
The device was received fully deployed. Corrosion was noted inside the pod. All three batteries had less than the expected amount of voltage. An 0x3d alarm was sounded by the pod, indicating that the step sensor was shorted. A leak was found on the unexposed portion of the soft cannula. A large crack was noted on the outer housing. It could not be determined when this crack occurred or if this crack contributed to the corrosion found in the pod. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 27.5 mmol/l (495 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. The device emitted an alarm during wear. No information was provided on how the hyperglycemia was treated.